Event description:
The customer reported a patient code event occurred involving a desaturation event and no alarms were provided at the information center but did sound at the bedside monitor.

Manufacturer narrative:
(B)(4). The customer reported a patient code event occurred involving a desaturation event and no alarms were provided at the information center but did sound at the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.